Event description:
Provider states that the fork tube that is apart of the frame on both sides is elongated. Provider states the fork sleeve may be affected as well.

Manufacturer narrative:
Follow up to be sent if additional information is received. The perfecto2 is the same /similar to a product or products which are, or have been manufactured and/or marketed by (B)(4) in u.s.